Event description:
Device report from synthes gmbh reports an event in finland as follows: patient was implanted on (B)(6) 2011 and was concerned that she might been having allergic reaction from our partial threaded cancellous screw. No additional information is available. This report is for an unknown cancellous screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cancellous screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.